Event description:
High thresholds reported. The left ventricular lead was removed from service. No patient complications have been reported since the device was removed from service

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received.) Additional manufacturer narrative: corrected data: high thresholds were reported on both the right and left ventricular leads. The right ventricular lead is a competitor model, and its current status is unknown. The left ventricular lead was removed from service. No patient complications were reported as a result of this event. A medwatch 3500a was subsequently received reporting lead malfunction and low generator voltage (end of service). No conclusion can be drawn malfunction high threshold.

Event description:
High thresholds were reported on both the right and left ventricular leads. The right ventricular lead is a competitor model, and its current status is unknown. The left ventricular lead was removed from service. No patient complications were reported as a result of this event. A medwatch 3500a was subsequently received reporting lead malfunction and low generator voltage (end of service).